Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The detailed analysis did not confirm the reported observation. The device passed functional tests, the baseline tests found no failing conditions, and exhibited normal device functions.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.